Event description:
Patient presented to the physician with redness and swelling at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with improvement. Imaging was performed, and the results revealed a superficial infection. Physician extended the patient's antibiotics.